Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr hickman d/l catheter returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The distal catheter segment was not returned. A small pinhole and split were noted on the white luer clamping sleeve, proximal to the hub. A complete circumferential break was noted on the catheter body, proximal to the bifurcate. The inner catheter was visible at the break site. The edges of both pinhole and split on the white luer clamping sleeve were noted to be uneven. The edges of the complete circumferential break on the catheter body were noted to be round and even. The surface was noted to be granular throughout. Upon infusion of white luer, leaks from the clamping sleeve were observed exiting with water on the distal end. Therefore, the investigation is confirmed for the reported hole, leak and identified fracture and material separation issues. However, the investigation is unconfirmed for the reported catheter swelling issue as no ballooning was noted on the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
One year ago, a patient underwent a chronic catheter placement procedure using the hickman d/l catheters. On (B)(6) 2025, a hole was found above the white line clamp allegedly causing the medication to leak and the catheter was removed. It was further reported that when removed, the v part between the white and red lines was slightly raised and damaged. The catheter also swelled several times when attempting to inject saline above the red line clamp. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
One year ago, a patient underwent a chronic catheter placement procedure using the hickman d/l catheters. On (B)(6) 2025, a hole was found above the white line clamp allegedly causing the medication to leak and the catheter was removed. It was further reported that when removed, the v part between the white and red lines was slightly raised and damaged. The catheter also swelled several times when attempting to inject saline above the red line clamp. There was no reported patient injury.